Event description:
Per echocrt adverse event report, the pt received multiple shocks over 10 days. The device was found to be oversensing t-waves. The device was reprogrammed. The device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production stages had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It was reported that a reprogramming of the device solved the problem. There was no indication of a device malfunction.